Event description:
Patient with symptoms of worsening headache, back pain, dizziness with second device (neuraxis ib-stim) placement. Symptoms resolved after device removal. Reference report: mw5119046.